Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was going into surgery for a fractured femoral nail to be converted into a hemi hip. Upon preparing the femoral canal for a corail, the femur was fractured while attempting to reduce the hip. At this point it was decided to move to a corail revision for a longer stem option. While dislocating the hip the femur was fractured again. This continued to happen anytime a broach was placed or removed from the canal. At this point the surgeon decided it's best to cement and switch to summit cemented. After trying to pass the broaches and more fractures the surgeon decided that the differences in the stem geometry was too different, the bone quality too bad to continue with this. He asked if he could cement a corail and the sales rep let him know that it was off label to do so as this corail stem is cementless. He decided to go ahead and cement a corail in to make the hip stable\with a bipolar and to prevent further damage. A corail ka 9 was cemented I¿m with gmv cement. No further patient information is available at this time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: no code available (3191) used to capture surgical intervention depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.